Event description:
The rptr stated that the surgeon was inserting a toric silicone lens model aa4203tl and the lens tore. The lens was removed with no pt injury.

Manufacturer narrative:
Results: a visual inspection of the returned prod shows the lens is torn from one plate haptic to the other plate haptic. There is clear surgical residue on the lens. Conclusions: no conclusion can be drawn. Based on the complaint history and eval of the returned prod, a specific root cause of the event could not be determined at this time. It should be noted that the cartridge and injector were not returned for eval.